Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation of inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model ec500j vena cava filter allegedly experienced perforation and tilt. The information was received from a single source. One patient was involved with no reported patient consequence. The male patient is (B)(6) years old and weight was not provided.